Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics twice, due to hypoglycemia. The customer stated that she thinks her nurse programmed the basal rates incorrectly, which led to the events. During the phone call, the customer's blood glucose reading was 595 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.